Event description:
It was reported the device was implanted, but orthostatic dysfunction occurred; hydrocephalus recurred. A different manufacturer¿s product (on/off valve) was added and the patient recovered. Per the doctor, the event was not a defect issue of the original device. It was also stated the ¿device did not match the patient.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that overdrainage caused orthostatic dysfunction.